Manufacturer narrative:
Concomitant products: 694965 lead, implanted: (B)(6) 2005; 4470 boston scientific lead implanted: (B)(6) 2005.

Event description:
It was reported that an infection occurred. The patient was hospitalized, the implantable pulse generator (ipg) system was explanted , cultures were obtained and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.